Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a damaged conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage/frayed, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.